Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer stated that, prior to the alarm, the numbers on the insulin pump were ramping. The customer confirmed that the insulin pump was not exposed to moisture. Advised that the insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.